Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon interrogation, it was noted that there was oversensing on the right ventricular lead which led to pauses. There was no inappropriate therapy and the threshold and impedance were stable. The patient was brought into clinic and the device was reprogrammed. The patient was stable.